Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed to be associated. A preventative CAPA (CAPA-000303) has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release.

Event description:
According to the available information, during the procedure the string broke off during positioning. The anchor also became stuck during the procedure. The physician was able to pull the tape with the anchor out of the membrane and another device was used. No other patient adverse effects were reported.

Manufacturer narrative:
An altis sling and two introducers were received for evaluation. Examination of the sling revealed the static anchor attached to the mesh. The dynamic anchor and tensioner were not received. Microscopic examination of the dynamic suture appeared to be rough and irregular, indicating stress was exerted. Examination of the left introducer revealed the tip to be bent but still attached. No abnormalities were noted with the right introducer. The information received indicated the dynamic suture detached during the procedure. Quality confirmed the detached dynamic suture. As the dynamic anchor and tensioner were not received, it was concluded that the detachment of the dynamic suture most likely occurred during the tensioning part of the procedure. The introducer tip may bend if it is pushed onto something hard such as bone, which indicates the introducer may not have been in the proper place to insert the anchor. As the detachment ends of the dynamic suture were rough and irregular, this indicated that excess stress was most likely exerted to result in the separation noted. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, during the procedure the string broke off during positioning. The anchor also became stuck during the procedure. The physician was able to pull the tape with the anchor out of the membrane and another device was used. No other patient adverse effects were reported.